Event description:
It was reported that following the implantation of a retroarc sling, the patient experienced severe urinary retention. On (B)(6) 2014, a foley catheter was placed into the bladder. The event was considered resolved as of (B)(6) 2014. No further patient complications were reported in relation with this event.